Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a spill within an orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report a spill within an orthopat machine. No donor or operator injury was reported. The device has not been returned therefore no evaluation was performed. A follow-up report will be filed when additional information becomes available. (B)(4).